Event description:
It was reported that patient recently received nine shocks. It was also reported that the atrial lead is fractured, that oversensing is observed during patient isometrics and pocket manipulation, and that ventricular markers were seen that may correlate with atrial electrogram deflections. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.